Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient family member that the patient is experiencing atrial fibrillation (af), feels terrible and cannot walk. According to the patients family member, the implantable pulse generator (ipg) "needs to be reset" due to patient issues. The ipg remains in use. No further patient complications have been reported as a result of this event.